Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16250626.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician believed that the existing lead were too scarred. The patient underwent a revision wherein a new lead was added, and the existing leads remained implanted but not plugged into the ipg. The patient was doing well postoperatively.